Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2011).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, six years and eight months of post deployment, a computed tomography (CT) abdomen and pelvis was performed and it was revealed that the filter was noted below the renal veins. A large filling defects was noted in the infra-renal inferior vena cava with the tip extending to just above the filter. The suprarenal position of inferior vena cava was patent. After, nine days, bilateral thrombolytic ekos catheters were placed, 18cm on the right and 50cm on the left both terminating around the filter. After, two days, successful recanalization of extensive inferior vena cava and iliac venous thrombosis extending into the left femoral venous system with the use of lysis, aspiration thrombectomy and venoplasty. Residual mural thrombus as well as some thrombus in the filter apex and some thrombus in the left iliac and common femoral veins were successfully aspirated. Around, three years later, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter noted at the l2-l3 level, just below the renal vein confluence. There was some extension of the struts inferiorly beyond the margins of the inferior vena cava including a strut posteriorly and medially extending towards the posterior wall of the aorta. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2011), h4(manufacturing date: 10/2008), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.